Manufacturer narrative:
Examination of returned device found evidence of product non-conformance. Corrective action has been initiated to address the reported issue.

Manufacturer narrative:
This issue was initially assessed as a reportable malfunction. Upon further review, it was determined that the issue did not affect the intended performance of the device and does not meet the definition of a malfunction per 21 cfr part 803.3 (k). Please disregard the reported event associated with this manufacturer report number.

Event description:
It was reported patient underwent a femoral fixation procedure on (B)(6) 2014. During the procedure, it was noted the inner packaging of the toggleloc ziploop was not sealed.